Event description:
The nurse opened the outer packaging and found the solution to be turbid need green claim, no complaint reply letter, no complaint acceptance letter. Photos available, samples can be returned.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received the nurse opened the outer packaging and found the solution to be turbid need green claim, no complaint reply letter, no complaint acceptance letter. Photos available, samples can be returned

Manufacturer narrative:
Pr 9496044 follow up a device history record review was completed by our quality engineer team for provided material number 306594 and lot number 3206748. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative